Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant medical products: biomet comprehensive shoulder system humeral fracture stem catalog #:12-113562, lot#:012980; biomet comprehensive reverse shoulder glenosphere baseplate catalog#:115330, lot#: 507240; comprehensive central screw catalog#115395, lot#: 366030; comprehensive lock screw catalog#: 180550, lot#: 429450; comprehensive lock screw catalog#: 180551, lot#:452420; comprehensive lock screw catalog#:180554, lot#:028240; comprehensive lock screw catalog#:180555, lot#:452560; cobalt bone cement catalog#:402439, lot#:472300; cobalt bone cement catalog#:402439, lot#:937030; cable sleeve catalog#:120005, lot#:448190; troch cable catalog#:120002, lot#:386410; cable sleeve catalog#:120005, lot#:448190; troch cable catalog#:120002, lot#:607700; cable sleeve catalog#:120005, lot#:515810. This report is number 4 of 4 MDR's filed for the same patient (reference 1825034-2016-04210/ 0001825034-2017-00871/ 0001825034-2017-00874/ 0001825034-2017-00875).

Event description:
Legal counsel for the patient reported that the patient experienced implant failure 27 days post-operatively, as the patient¿s implanted right shoulder was noted to have dropped lower than the patient¿s left shoulder. Subsequently, the patient underwent a right shoulder revision procedure 29 days post-implantation due to the alleged failed shoulder implant and allegations of increased pain. It is further alleged that the device was contra-indicated and inadequate for the patient¿s condition and that the device was malpositioned. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.